Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that pt has been experiencing pain since last summer. She had a scan last fall which showed a recurrence.